Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery, the device broke during tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588btb-2j batch 15382711 was received for evaluation. Visual inspection revealed that the device arrived for evaluation without the needle and the suture threaded. Upon examination, it was noted that the suture system was broken, resulting in bunching of the suture, most likely due to the break and excessive force. The remaining suture appeared frayed. No damage or sharp edges were observed on the button. Functional testing involved moving the sutures on the button and checking for resistance or sharp edges; no issues were observed. The most likely cause of the reported failure is user error, including the application of excessive force on the shortening suture strands and/or tensioning the strands in a direction misaligned with the bone socket.